Event description:
The customer stated that the central monitoring system (cns) is not starting up normally. It was monitoring patients, and it shut off and restarted and is now has a blue screen. Reference MFR # 8030229-2015-00092.